Manufacturer narrative:
H3: one device was received for evaluation. Visual inspection showed the device was in good condition. The service history and event history log review could not be performed as the device was alarming at power up. The reported issue was verified by power up testing. The root cause of the problem was that the real-time clock (rtc) battery was detached from main board. The main board was replaced to correct the issue. The device then passed all functional tests after the repair.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited error code 1260. The event occurred during testing, there was no patient involvement.